Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Update h4 (device manufacture date). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material, but the type of material could not be identified. It was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). It was possible that the user could not perform reprocessing properly due to a leakage from the scope connector and remove the foreign material. The event can be detected/prevented by following the instructions for use (IFU): detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, white residue was found inside the auxiliary channel of the colonovideoscope. There were no reports of patient involvement.